Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular defibrillation lead exhibited a shock impedance measurement of greater than 125 ohms. Isometrics testing with arm movements and pocket manipulation was performed in which there were no out of range measurements observed. The patient will continue to be monitored. The lead remains in service. No adverse patient effects were reported.